Event description:
The customer contact reported the float valve in the soluset did not close when the soluset emptied; subsequently air was noted in the tubing. The soluset was being used to deliver an unspecified medication. After an unspecified length of tine in use, the soluset emptied and the float valve did not close; subsequently, air was noted distal to the soluset. No air as delivered to the patient. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.